Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. There was no alleged device malfunction contributing to the irritation. Patient reported receiving an ointment from his doctor. Patient did not recall the name of the ointment. The outcome of the rash is unknown as follow up attempts were unsuccessful.